Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 5ml, the device experienced foreign matter found within the fluid path component. This event occurred 2000 times. The following information was provided by the initial reporter. The customer stated: the white (polypropylene) part which connects needle and hub is extending towards the needle.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, epoxy was observed on the cannula. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the needle outgoing and in-process inspection requirement, epoxy trailing on the cannula has a specification and there is no finding for excessive epoxy in-process and outgoing inspection. No abnormality was observed in the machine history tracking form. A sample is required for further analysis; therefore, no root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported when using the bd syringe 5ml, the device experienced foreign matter found within the fluid path component. This event occurred 2000 times. The following information was provided by the initial reporter. The customer stated: the white (polypropylene) part which connects needle and hub is extending towards the needle.